Event description:
Gelport tore around the base where it attaches to alexis retractor; a new gelport was added to the field to replace the broken one and the case proceeded without problem.====================== health professional's impression======================don't know.====================== manufacturer response for gelport laparoscopy system, gelport laparoscopic system======================manufacturers representative will mail a survey and once we complete it, he will mail fedex shipping information to send the gelport to applied medical for refund.